Event description:
The patient experienced a shocking or jolting sensation. The patient fell 6 weeks ago on her back/ins on the right buttocks. Four weeks after the fall the patient had really bad shooting pain intermittent even when the stimulation was turned off. Two weeks ago the patient went to the ER to have a doctor turn it off. The patient has not used the ins for 2 weeks. Yesterday the company representative checked the ins and impedances. The patient has 2 programs and program 1 with 1 group was giving her shooting pain that was intermittent. Program 2 relieved the pain. The patient was told to leave it on program 2 and if it caused pain to turn the ins off. It was later reported that no further testing had been done. The patient¿s doctor was aware of the stimulation issue and aware that she was on program 2 only. The patient was receiving effective therapy on program 2. The patient was advised to see her doctor for any further intervention.

Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).